Event description:
During implant, noise resulting in oversensing and loss of sensing were observed on the right atrial (ra) lead. The lead was replaced, and a new ra lead was successfully implanted. The patient was stable.

Manufacturer narrative:
The reported events of noise and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.